Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the heartstart mrx restarts when the charge button is pressed. There is no indication of patient involvement.

Manufacturer narrative:
UDI #: (B)(4).

Event description:
The customer reported that the heartstart mrx restarts when the charge button is pressed. There was no reported negative patient impact.